Event description:
The affiliate reported that there was disengagement failure. During the surgery, the perforator could not stop. Another perforator was used for the same patient at the same surgery and it also could not stop. No dura injury was confirmed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.